Event description:
(B)(6) had a total right hip replacement on (B)(6) 2005. She received the depuy acetabular cup 48 mm, depuy summit tapered stem sz 4 140 mm lgt 12/14, depuy ultamet liner 28 mm, articul/eze m 28 mm 1.5 dep. Prior to surgery, (B)(6) had a long history of right hip pain due arthritis secondary to dsyplagia. On (B)(6) 2005, (B)(6) reported having some groin pain and was concerned about loosening. On (B)(6) 2008, (B)(6) complained on pain in the buttocks. On (B)(6) 2009, (B)(6) had complaints of right hip pain and a grinding noise and sensation in her hip. In (B)(6) 2010, she received a letter regarding recall of a depuy metal on metal product. On (B)(6) 2010, she complained of pain mostly in her groin and in her buttock. Subsequent testing revealed fluid collection around the device and moderately elevated levels for cobalt and chromium. On (B)(6) 2010, (B)(6) had a right hip depuy arthroplasty revision. Subsequently, (B)(6) has had persistent and increasing pain in her right hip. (B)(6) had required injections and oral medications, including daily hydrocodone, to try to manage this pain which continues and is becoming an increasing problem. (B)(6) also suffers from dermatologic problems with rashes on her shoulders and back which had never been an issue prior to elevations of the metals. Dates of use: (B)(6) 2005 - (B)(6) 2010. Diagnosis or reason for use: right hip developmental dysplasia.